Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded noise on the rate/sense and shock channels that could be reproduced when the patient moved their left arm. This noise resulted in a non-sustained episode and pacing inhibition. An invasive procedure was performed to check connections and confirm the ventricular implantable lead's integrity. All connections were confirmed to be good. Lead measurements were good. Blood was noted in the lead that appeared to have entered from the distal setscrew and had infiltrated to the yolk of the lead.